Event description:
During the procedure, the plunger in acist bt 2000 automated manifold kit system jammed. There was no harm to the patient. Per manufacturer response to the site. Ge healthcare was contacted by the department and ge contacted acist. A representative from acist did a site visit and rechecked the machine which was fully operational. The rep reviewed the process with the department and a clinical specialist from acist provided education to the department.